Event description:
A medtronic rep reported the camera cycling and displaying black status during an ent procedure. They rebooted the system and the issue was resolved. The surgeon opted to continue the surgery using the stealthstation with no impact on the pt outcome.

Manufacturer narrative:
The device has not been returned to the MFR.